Event description:
The complainant reported that a pt was randomized to a therapeutic j-tube enteral feeding device placement. The procedure was attempted in 2004, but could not be completed due to inadequate sedation. Following the procedure, the pt complained of worsening pain, nausea and vomiting. A CT of the pt's abdomen showed evidence of duodenal perforation. Surgical repair of the perforation was done 3 days later. The pt was reported to have tolerated the repair procedure well, and left the operating room in satisfactory condition.